Manufacturer narrative:
(B)(4). Batch # m90x3j. Investigation summary: the handpiece was received disassembled with the nose cone cracked. In addition the 4-40 stud was not broken as reported. No functional testing could be done due to the condition of the returned device. It is possible that the cracked nose cone caused the reported assembly/disassembly issues. The end cap was disassembled to inspect remaining components. The moisture indicator was positive and the acoustic isolator was torn. ¿positive moisture indicator¿ describes a condition where water enters the handpiece cavity during the steam sterilization process due to the damaged nose cone. Analysis was unable to determine the exact root cause that lead to crack in the hand piece nosecone. It is probable that the ingress of moisture affected handpiece functionality. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformances were identified.

Event description:
It was reported that before an open pneumonectomy, there was a difficulty in connecting the harh23 to the hp054. The click sound was not heard of the torque wrench, and the harh23 and the hp054 were not fixed properly in the setting. So, a nurse attempted to disconnect them, then the hp054 was broken. The cylinder came out. It was more than two years since the hp054 was purchased. The device and the handpiece were not used to the patient. Another device and handpiece were used to complete the case. There were no adverse consequences to the patient. No further information is available.